Event description:
It was reported that the system crashes which causes the patient to be re-exposed. It was determined that the hard drive was full and needed to have old the cases deleted. Once this was done, the system is working as intended.